Event description:
It was reported that a small volume folfusor had no flow. The reporter stated that flow was tested by filling the device with 86 ml of normal saline. After three days, flow had not started. The reporter stated that sometime after the three day test was finished, flow had begun. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. The unit was received without fluid in its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was then manually filled with water, and continuous flow was observed from the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.